Event description:
The service report shows the device failed incoming leak test during inspection at the service ctr while in for a pm. The nellcor puritan-bennett customer support engineer (npb cse) verified a tear in the outlet check valve. The npb cse inspected the device and replaced the check valve. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.